Manufacturer narrative:
The na electrode expiration date was not provided. The cobas 6000 c501 analyzer serial number was (B)(6). Qc was performed and it was acceptable. The field service engineer found that the cell rinse tubing was worn potentially causing the incomplete cell wash. He trimmed the worn tubing and reattached the vacuum vessel and the rinse nozzle. He also checked and replaced the vacuum diaphragms, and adjusted the cell rinse volumes. Precision studies were performed and they were within specifications. The customer performed qc on ise and it was successful. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient's plasma sample tested on a cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Initial result: 168 mmol/l. This result was captured by delta check and prompted the rerun of the sample. Repeat result: 139 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Calibration, qc, and alarm trace data were requested but not provided. The field service engineer (fse) found that the cell rinse tubing was worn. This potentially caused the incomplete cell wash. The fse trimmed and re-attached the worn cell rinse tubing to the vacuum vessel and the rinse nozzle. He then checked and replaced the vacuum diaphragms and adjusted the cell rinse volumes. Precision studies were performed and they were within specifications. The customer performed qc on ise and it was successful. The service actions (trimming and re-attaching the worn cell rinse tubing to the vacuum vessel and the rinse nozzle, replacing the vacuum diaphragms, and adjusting the cell rinse volumes) resolved the issue. No further issues were reported afterward.